Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that progressive myopia and anterior lens vault were noted 5 weeks post op. The patient reported gradual blurry vision. The surgeon indicated that the likely cause of the event was "capsular contraction". The surgeon planned to reposition the lens.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (022505) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.